Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. During the analysis of the history files a flow deviation could not be comprehended. The sample was subjected to a visual and functional examination. Some age relateted signs of tear and wear could be detected. All cover caps on the screw pillars and the seal on the lower housing were missing. A functional test was perfomed. The self test was successfully finished and it was possible to bring the pump in operation. A delivery accuracy measurement according was arranged. The downstream sensor was checked and the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. It could be detected that the mechanical pressure was slightly out of tolerance, but this is not in connection with the reported malfunction. All other values according to the specifications of the technical safety check (tsc). The complaint could be not confirmed. During the performed delivery accuracy measurement no deviation could be detected. The pump operate within our specification.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in singapore):"overinfusion". Pump was programmed for an infusion therapy over 24 hours. Start: (B)(6) 2019 at 00:30 hour normal finish: (B)(6) 2019 at 00:30 hour the infusion finished on (B)(6) 2019 at 17:20 hour. Complete infusion time was 7 hours 22 minutes. Infusion bag was empty.